Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x zepdf-7-8 device of unknown lot number was involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file captures the use of an incorrect size wire guide used on the device which has been attributed to user error. This file is related to (B)(4) (MDR ref#3001845648-2023-00165) which captures the use of an incorrect size wire guide used on the device which has been attributed to user error. Lab evaluation: the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Documents review: manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. Prior to distribution all zepdf-7-8 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. The instructions for use, ifu0055 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ it should be noted that the instructions for use states the following: ¿refer to package label for minimum channel size required for this device¿. There is evidence to suggest the user did not follow the IFU. The japanese packaging insert (c-es0202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: the complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
A wire guide couldn't been pass into a zepdf-7-8 (pr 387983 / MDR ref# 3001845648-2023-00165). The user selected preliminary device of same rpn (unknown lot#) to complete the procedure (pr 389639 - this complaint). Note: incorrect wire guide used with both devices. Patient outcome: no health hazard.